Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, one episode of non-sustained ventricular fibrillation (vf) and one episode of non-sustained right ventricular (rv) oversensing was observed. The patient presented to the clinic for follow-up and noise due to oversensing was observed. All electrical values including capture, sensing and impedance were in range. The device was reprogrammed and the patient was remotely monitored. Further provocative testing was completed days following and the noise was reproduced. The lead was capped and replaced. No visual damage was observed on the lead during the replacement procedure. The patient is stable.